Event description:
"Pt's femur fractured during omnifit/bipolar case using the cea calcar planar (1020-2700; f3a3397), cable applied to fractured femur."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.